Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor failed incoming functional testing. As received, the monitor was unable to power on. Multiple components on the computer/analog pca were damaged. The cause for the damage was isolated to a shorted u16 power supply on the defibrillator pca and computer/analog board, resulting in high-voltage damaging low-voltage circuitry. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor being unable to complete incoming functional testing.